Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low battery power alert became frozen on the pump screen and the customer was unable to clear the alert. During troubleshooting with tandem technical support, the alert was able to be cleared. There was no impact to the customer's blood glucose level.